Event description:
The complainant reports a physician used the flexi-seal fms on a patient who was continent of bowel with necrotizing fasciitis located "close to the anus". The complainant also reports the physician used the flexi-seal fms on the patient in order to avoid "doing a colostomy". The complainant further reports the physician used the flexi-seal fms on the "awake" patient based on research article about using the flexi-seal fms on "awake" burn patients. The physician contacted the complainant due to the flexi-seal fms coming out of the patient "every time the patient want to do stool the device is coming out". It was further reported the patient underwent a skin graft and the device was continued for another three days. The device was then expelled by the patient again and was not reinserted as the patient was being discharged the next day.

Manufacturer narrative:
Based on the available info at this time, this event is deemed a misuse of the product due to the potential risk of harm to the patient. There were no reports of the patient being harmed as a result of this misuse. Additional patient and event details have been requested. Should additional info become available, a f/u report will be submitted.